Event description:
Same case as MFR# 2134265-2011-04787, 2134265-2011-05028 and 2134265-2011-05190. A 2.50x16mm ion stent was implanted inside of a previously placed non bsc stent the mid left anterior descending artery (lad). The following day the patient presented with a myocardial infarction and stent thrombosis was discovered. Ivus was performed and it was found that the stent was under deployed in the lesion and the mid portion of the stent looked deformed. A 4.0mm nc quantum apex balloon was used to successfully treat the stent thrombosis and expand the under deployed stent. The following day, during a scheduled follow up procedure, it was noted that the previously implanted ion stent was patent; however, two additional ion stents, sizes 4.0x32mm and 3.5x12mm, were implanted as the physician was concerned with the "integrity" of the previously placed 2.50x16mm ion stent. It was noted that the patient experienced a blood pressure drop from the start of the procedure and the physician administered the blood pressure medicine, levothol. After the ion stents were implanted, ivus was performed and the lesion was post dilated with a 4.0x20mm quantum apex balloon and the patient's left system when into spasm which lasted 5 minutes. The physician confirmed that the spasm was due to the levothol that was administered and the medication was stopped at this time. The patient became non responsive and CPR was performed. A promus stent was implanted in the left main (lm) during CPR and the patient stabilized. The lesion was post dilated with a 4.5x20mm quantum apex balloon and nitro was administered. The procedure was completed at this point. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).